Manufacturer narrative:
Investigation: visual inspection: no significant deformations or damage of the valve were detected during the visual inspection. Permeability test: a permeability test has shown that the valve is permeable. Adjustment test: the progav 2.0 was tested and is adjustable to all specified pressures. Braking force and brake function test: the brake functionality test has shown that the brake function is fully operational and the braking force is within the given tolerances. Computer controlled test: to investigate the claim of under-drainage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The results show that the valve operates within the accepted tolerance in the horizontal position. Result : first, we performed a visual inspection of the progav 2.0. No significant deformations or damage of the valve were detected during the visual inspection. Next, we tested the permeability, adjustability, and opening pressure of the valve, as well as the brake functionality and brake force. The valve operates as expected and met all specifications. Finally, we have dismantled the valve. Inside the valve we have found a build-up of substances (likely protein). Based on our investigation, we are unable to substantiate the clinical claim of under-drainage and difficulties of adjustability. At the time of our investigation, the opening pressure and the adjustability of the valve was within the specified tolerances. However, it is possible that the deposits observed inside the valve could have caused the malfunction in the past. As described in scientific literature, the problem encountered is one of the known, inevitable risks of hc-therapy by shunt implants. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miethke (B)(4). No further regulatory actions are required from our point of view.

Event description:
It was reported that a progav 2.0 (part # fx410t) was implanted during a procedure performed on (B)(6) 2019. According to the complainant, the shunt system was believed to be operating in underdrainage and was difficult to adjust. The patient underwent a revision procedure on (B)(6) 2021. The complaint device was returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure. Age: (B)(6) years. Height: 161 centimeters (cm). Weight: (B)(6) kilograms (kg). Gender: male. Same event: #medwatch: 3004721439-2021-00224.